Event description:
The customer reported that they received an inop alarm when a pt's spo2 cable was disconnected. While there was no spo2 monitoring the pt arrested. There was a delay in treatment for the pt's declining spo2 because the inop alarm was not managed. The current condition of the pt is unk.